Event description:
The patient came in reporting pain due to instability and laxity in the hip and the cause is unknown. About 8 years and 6 months after the primary surgery, the surgeon revised the liner (with flat pe hc liner ø36/e) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 june 2024: lot 134682: (B)(4) items manufactured and released on 19-dec-2013. Expiration date: 2018-oct-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch review performed on 15 july 2024 ball heads: cocr 01.25.022 cocr ball head 12/14 ø 32 size m 0 (k072857) lot 151912: (B)(4) items manufactured and released on 16-jul-2015. Expiration date: 2020-jun-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: amistem h 01.18.133 ha coated std stem size 3 (k093944) lot 153422: (B)(4) items manufactured and released on 23-sep-2015. Expiration date: 2020-sep-08. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.